Manufacturer narrative:
The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: "right side is swollen, higher than it should be and I have experienced lymph node swelling and pain" and "capsular contracture, baker grade IV". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "right side is swollen, higher than it should be and I have experienced lymph node swelling and pain" and "capsular contracture, baker grade IV". Device remains implanted.